Event description:
The manufacturer received information alleging a failure of the ventilator's blower motor. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Ventilator inoperative" codes were found in the device's downloaded error log. The device's blower motor and system board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to bearing failure. The system board was evaluated and was found to operate to design specifications.